Manufacturer narrative:
No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle did not deploy when the pod was activated, despite the pink slide having moved forward, indicating a needle mechanism failure. No impact on the patient¿s glucose levels was reported.